Event description:
A surgeon reported that air came from the auto stopcock during a vitrectomy procedure. They opened another pack and exchanged only the infusion line, but a small amount of air still came in. The case was able to be completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).